Event description:
Hip resurfaced with smith and nephew device in (B)(6) 2021. Began experiencing recurring pain in (B)(6) 2023. Provider determined that device is shifting and grinding, and blood cobalt and chromium are extremely high. Device to be replaced (B)(6) 2023.